Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 25-40 mg/dl, cause was unknown. Customer required assistance addressing low bg level with food. Recommendation was made to consult with healthcare provider regarding diabetes management.